Manufacturer narrative:
A review of the manufacturing records for this device was conducted. (B)(4).

Event description:
The turbohawk made multiple cuts (approximately 9) in three different planes without difficulty. The physician attempted to remove device, felt resistance, continued removal and the device snapped loose. Upon removal the physician noticed nose cone was not intact and fluoroscopy displayed it remained on the wire and that there was a significant 90 degree kink in wire. The wire got caught on the existing stent struts and kinked. The wire was unable to be removed through sheath despite attempts with 035, 018 and 014 support catheters. Access was obtained with 7fr rfa. The brachial sheath and wire with nose cone were pulled back into the aorta as a unit then the goose neck snare was utilized to snare the wire with the nose cone. Both sheaths were then removed without complication. This was the last planned procedural attempt to remedy patient before discussed surgery possibility of endarterectomy which is now the future plan. The procedure was extended by approximately 40 minutes. Physician had to obtain femoral access site. No patient injury occurred. The investigation of the returned device was performed on (B)(6) 2015 and found that the customer's report of experienced resistance and the device "snapping loose" has been confirmed. The turbohawk received showed the distal tip separated from the distal assembly. Zipper tearing of the guide wire tubing long the distal assembly was noted. The root cause of the reported issue is the user experienced guide wire prolapse while attempting to pull the unit from the patient. The damage observed on the returned unit is consistent with what may occur when the device is attempted to be retrieved when resistance is encountered during a prolapse event.